Event description:
It was reported that pump displayed malfunction alarm code and was unable to be reset by customer prior to contacting support. There was no reported adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset process, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any further malfunction alarms occurred.